Event description:
This male patient had two cypher stents implanted in 2005, after being admitted with anterior non-q wave mi. A 3.0 x 8mm cypher stent was implanted in his diagonal branch and a 3.5 x 23mm cypher was implanted in his lad past the takeoff of the diagonal branch. Successful cut t stenting to the lad and diagonal branch using sirolimus containing stents was undertaken and completed with final kissing balloons. After the intervention, there was resolution of the stenotic segment in the lad and diagonal branch, with no residual stenosis or dissection. The physician recommended that the patient take plavix for 6 months to a year without interruption. In 2006, the patient underwent coronary angiography after being readmitted with myocardial infarction, after the discontinuation of plavix. Angio demonstrated a patent lad stent and a 100% occluded diagonal stent, which appeared to be late stent thrombosis. This was treated with one bare metal stent with kissing balloons in the lad / diagonal branch, leaving no residual stenosis at the end of the procedure. Asa was prescribed indefinitely, plavix was prescribed for"at least 2 more years".

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.